Manufacturer narrative:
(B)(4): the customer reported that the alarm will sound 3 times, then it will silence itself. The customer description is most consistent with reminder alarms that are designed to sound only a small number of times for continuing alarm conditions that persist after alarm acknowledgement. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the alarm will sound 3 times, then it will silence itself.